Manufacturer narrative:
Device name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens, +21.5 diopter, and noted the capsule bag had disappeared/collapsed. The incision was enlarged to remove the lens during the same surgery and an anterior vitrectomy was performed. A 3 piece lens (different manufacturer) was implanted. A suture was required. The reporter stated the cause of the event and if a capsule tear had occurred was unknown.